Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's parent that the customer's insulin pump was delivering too much insulin resulting in very low blood glucose readings. The customer;s blood glucose was 43 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated their health care professional had changed the pump basal settings but it did not help. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0865 inches. No delivery anomaly or bolus anomaly noted during testing.